Event description:
The customer reportedly obtained results 300 mg/dl and 85 mg/dl on the accu-chek advantage system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.